Event description:
The following information was received from global pharmacovigilance (gpv) from a female patient regarding touch contamination and peritonitis with culture positive for an unknown bacteria. The patient was receiving treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the patient indicated she made mistake or touch contamination occurred which caused peritonitis. The patient thinks that her cat may have contaminated the line. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged. The patient outcome was considered recovered on an unreported date in (B)(6) 2012. Causality for the event was not reported.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was not identified. The label review found the labeling adequate for the use error in this complaint. This complaint for a report of use error - breach in aseptic technique is confirmed, as it was reported that there was a breach in aseptic technique as stated by the patient due to a touch contamination. The assignable cause code could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The 510k should be reported as ni as the product code and lot number are unknown.